Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt which is tentatively scheduled in (B)(6) 2025. The additional information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an unsuccessful sensor removal attempt on (B)(6) 2025. It was confirmed that an incision was made to attempt to remove the sensor. Sensor was palpable and transmitter was used to localize the sensor, but removal was unsuccessful.